Manufacturer narrative:
(B)(4). The device has not been returned for investigation. A device history review could not be conducted since the lot number and product code was not provided. No documentation or corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: today we had two capio devices malfunction during a surgery. The first device was properly loaded and double checked by the scrub nurse and the surgeon. Upon engaging the device, the suture came loose and the needle was stuck in the patient.